Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip pickup and eject position was crooked in two positions due to jammed tip plunger sleeves in the reported problem area of the pipette assembly. The plunger sleeves were pulled and reset. The instrument was inspected, tested without further problem, and returned to service.